Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned at some point in the past, with no further information available from the field. No additional adverse patient effects were reported.